Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose level rose to 20 mmol/l (360 mg/dl) while wearing the pod between 5 and 24 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (back). No treatment information was provided. The pod has been discarded.